Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation as it remains in the patient. The imaging provided shows the bottom screw is backed completely out of the plate. It is unclear whether the cause was a damaged slider or if the screw was not fully seated in the plate. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a screw is backing out of the resonate plate post-operatively.